Manufacturer narrative:
Philips service replaced scc1 and ipc adapter, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that mechanical movement failed; scc1 replaced and calibrated on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.